Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 2 of 2 reports of skin reaction in which each event has similar details and treatment but occurred on two different sensors. Please see related records (B)(4). H6 codes: health effect - impact code problem code: f06 disruption of subsequent medical procedure/ code not available. H6 codes: health effect - impact code problem code: correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that a skin reaction had occurred. Per documentation, the patient experienced two adverse skin reactions following the insertion of continuous glucose monitoring (cgm) sensors in the arm. Both reactions were characterized by burning, redness, inflammation, swelling, and infection. It was clarified that the initial sensor was inserted on (B)(6) 2025 and removed on (B)(6) 2025, due to sensor failure. Swelling was noted at the site, but no treatment was administered at that time. A second sensor was inserted on (B)(6) 2025 in the same arm. This report pertains to the reaction associated with this second insertion. The patient had planned, unrelated bypass surgery scheduled for (B)(6) 2025. However, the procedure was postponed due to infection at the sensor site. On (B)(6) 2025 the inflammation had increased at the first sensor site (6x4 inches). No additional information was provided about the second sensor site at the time. The healthcare provider (hcp) diagnosed the patient with an infection, and he received treatment with intravenous cefazolin starting on (B)(6) 2025. The next day at the time of the report for the second sensor ((B)(6) 2025), the patient remained at the hospital. The patient clarified treatment details, and stated the hcp attributed the infection to each of the sensors. When the patient was contacted the following day ((B)(6) 2025) about the photo and details, the patient declined to provide further information, but stated they were still at the hospital. Later the patient provided four photos on (B)(6) 2025 of the skin reaction sites. The patient did not specify which reddened site on the arm was for the first or second sensor. The photos were reviewed and show two sensor site footprints in close proximity to each other on the same arm in various stages of healing with a dark circle drawn outside the perimeter of both of the sites. In one photo the infection, redness and inflammation denoting the infected area with a blue circle is more acute, and no drainage is visible. The photos confirmed the presence of an infection and show the infection was in healing stages. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.